Event description:
The user facility reported that a water hose connection to the system 1e processor had leaked, causing water into accumulate in the room where it was located. No injuries were reported.

Manufacturer narrative:
A steris technician went on-site to inspect the processor but could not confirm the extent of the leak as the user facility personnel had already cleaned the area. The technician inspected the system 1e processor and found the water line piping from the carbon filter had cracked. The responding steris technician observed that a non-system 1e valve had been installed at the carbon filter. This had been done by another steris technician after the initial installation of the system 1e. The system 1e processor was repaired, tested, and placed it back into service; no further issues have been reported. The steris service technician received training on the proper installation of the processor and water connections and was advised to use only system 1e components.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).